Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: investigation revealed intermittently responsive keypad buttons. All the buttons were difficult to press. Upon removal of the keypad, contamination was found under all keypad contacts. The battery cap threads were damaged and the cap was unable to secure to the pump. A test cap was used and was able to securely attach to the pump. In addition, the display screen was dim and discolored. Unrelated to these issues, the keypad was peeling up at the base. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed intermittently responsive keypad buttons. The battery cap threads were damaged and the cap was unable to secure to the pump. In addition, the display screen was dim and discolored. This report is made based on results of investigation completed on (B)(6) 2016.